Event description:
The customer reported that a stillborn occurred while being monitored on an avalon fm20 fetal monitor.

Manufacturer narrative:
(B)(4). The customer reported that a stillborn occurred while being monitored on an avalon fm20 fetal monitor. This is being reported only because use of the device was coincident with the stillbirth. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.